Event description:
This device was at eri indication and was replaced. The device has been retained by the hospital and no additional information is available. Should additional information become available, this event will be updated.